Event description:
It was reported that the user experienced low glucose alerts during sleep and treated by consuming oral glucose without fingerstick confirmation, and the agent provided education regarding potential compression-induced lows and advised fingerstick confirmation for nocturnal lows. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of medication treatment and classification as a serious injury or illness. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no specific findings, insufficient information regarding a device component, and the medical device problem could not be characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.